Event description:
It was reported that when unpacking, a damaged stent was found. When unpacking the taxus express2 4.0x16mm drug eluting stent, it was found to be damaged. The procedure was completed with a different device. No pt complications occurred. Patient status is satisfactory.